Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Event description:
It was reported that the customer was hospitalized for unexplained high blood glucose levels. The blood glucose reading was 498 mg/dl. The caller stated that a bolus was performed, but the blood glucose levels would not lower. Upon admission, the user was treated with manual injection. The most recent blood glucose reading was 315 mg/dl. A bent infusion set cannula was found upon inspection. The user stated that his blood glucose reading had risen to 580 mg/dl after eating, and his blood glucose level returned to normal while he played football. However, after resting, the blood glucose readings rose back to the 400 mg/dl range leading up to the event. He had changed the infusion set, but the boluses was not helping the glucose levels significantly lower. He found 4 small air bubbles near the infusion set cannula. The basal rates were programmed correctly. Upon troubleshoot, the insulin pump failed the high pressure test. The caller was advised that the device be replaced. None else.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.